Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used and confirmed the leak. Estimated blood loss to the patient was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment w/a new set-up on the same machine. The sample is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The reported complaint is a confirmed fiber leak due to a short fiber found at the non-cavity ID end during visual examination. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with non-fmcna adapter caps and blood port caps. The dialyzer was returned with red tape around all four ports and around the housing near the flange caps. The fibers were wet with indication of blood exposure. The fiver bundle was streaked with blood. There was evidence of blood a both ends of the dialyzer between the screw flanges and the potting cut surfaces. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the cavity ID end potting cut surface (from the observed short fiber exposed at the non-cavity ID end). Further examination of the fiber bundle did not identify any other damage or irregularities to the fiber bundle; specifically, loose fiber fragments, and/or kinked or looped fibers. The inferior surface of both polyurethane potting ends were examined for voids, which no voids were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.